Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump was monitored and no rewind anomaly noted. All of the buttons functioned properly no damage on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. The insulin pump received with minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of activation anomaly from the insulin pump. The customer's blood glucose reading was 4.1 mmol/l. The customer stated that he was not able to rewind the pump. The customer stated that he kept trying to fill tubing and it will not go to fill cannula. The customer was able to press escape but the pump always gets back to fill tubing. The customer will be sent a replacement pump.